Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer stated that the drive support cap was loose. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was received with a detached end cap. Unable to perform the displacement, basic occlusion, occlusion, prime and no delivery alarm tests due to the detached end cap. No motor error alarms were noted during testing and the motor passed the motor test. The pump was received with a loose drive support disk, a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.